Manufacturer narrative:
The technician found the latch spring was missing. He replaced the latch spring to repair the bed.

Event description:
Information received indicates the right head siderail will not stay up or latch.